Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a 600cc mentor memorygel breast implant placed experienced left sided rupture post procedure. As a result, bilateral prosthesis replacement with 650cc mentor memorygel breast implants was performed on (B)(6) 2021.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 3, 2021. The lot/serial number was updated based on receipt of the device. D4 has been updated. A manufacturing record evaluation was performed for the finished device 5547675 number, and no non-conformances were identified. The investigation of the returned device was completed by the failure analysis lab on august 16, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. In addition, a crease/fold within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).